Event description:
An eyecare practitioner reported that a pt experienced vision loss associated with the inability to adapt to the contact lens. Further info has been requested, but is not available at this time.

Manufacturer narrative:
The product was manufactured per standard operating procedures, and product testing results are within the required acceptance specifications. (B) (4).